Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through bench handling, discharging, repeating the log functions, and a full defib cycle without duplicating the report. The device was recertified and returned to the customer. There are no clinical logs from the reported event date of (B)(6) 2021. An activity log from 6/30/2021 is the only log that fits the customer report. Every charge in this log discharged accordingly. This logs does not capture display or button presses, so it cannot be confirmed or denied that the display blanked out or if the device would not charge. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrodes and display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.